Manufacturer narrative:
It was reported that a syringe component arrived cracked. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A sample was returned for evaluation and when the syringe was filled with fluid an approximately 2cm crack was observed along the side of the syringe, however, the fluid did not leak through the syringe. It is likely the component was damaged from mishandling, however, it could not be determined at what point the component was damaged. Due to the reported problem/issue, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that a syringe component arrived cracked.